Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device at the hospital, the cool water was being pushed to the heating circuit. Temperature (three and a half minute test) was not rising like it should. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The biomed is going to replace valve on cold side.